Event description:
It was reported that there was still fluid left in the 100ml bag after the treatment was completed. No patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to verify and duplicate the reported issue. It was determined that the expulsor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.